Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The peritoneal dialysis registered nurse (pdrn) reported the patient's cycler drained a large amount during treatment the prior night. The patient did not notice any discomfort or shortness of breath during or after treatment. The patient reported the cycler prompted with m30 balloon valve leak warnings during an unknown step of setup. Fluid was not seen. A review of the patient¿s treatment records identified that the patient drained 8304 ml during drain 1 of 4 of treatment, drained 7906 ml during drain 2 of 4 of treatment, and drained 8934 ml during drain 3 of 4 of treatment. These drain volumes are 416%, 396% and 447% of the patient's largest prescribed fill volumes of 2000 ml, respectively. The pdrn was advised to discontinue use of the cycler. As a result of the iipv event, a new cycler was issued to the patient. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and no supplies to perform manuals. Patient was connected during the incident. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed signs of physical damage on the door cover. Power switch module, rear panel and touchscreen misaligned. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The peritoneal dialysis registered nurse (pdrn) reported the patient's cycler drained a large amount during treatment the prior night. The patient did not notice any discomfort or shortness of breath during or after treatment. The patient reported the cycler prompted with m30 balloon valve leak warnings during an unknown step of setup. Fluid was not seen. A review of the patient¿s treatment records identified that the patient drained 8304 ml during drain 1 of 4 of treatment, drained 7906 ml during drain 2 of 4 of treatment, and drained 8934 ml during drain 3 of 4 of treatment. These drain volumes are 416%, 396% and 447% of the patient's largest prescribed fill volumes of 2000 ml, respectively. The pdrn was advised to discontinue use of the cycler. As a result of the iipv event, a new cycler was issued to the patient. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and no supplies to perform manuals. Patient was connected during the incident. Additional information was requested but was not received to date.